Event description:
Report received of a tubing separation. The customer reported priming the tubing set with normal saline without difficulty. While connecting the tubing to the pt's IV access, the tubing set separated at the y-site. A heparin lock was attached to the pt's IV access and the tubing was replaced. The tubing set had not been placed into the pump. The pt did not experience any adverse effects. Though requested, there was no further info available.